Event description:
Sales associate reported "customer just opened up a moldy z-800f set". There was no patient involvement.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.